Event description:
Due to discoloration of the device's tubing, cardioquip suspected bacterial contamination and recommended an internal water pathway replacement.

Manufacturer narrative:
Internal tubing of the device contained discoloration indicating possible contamination. The device was then tested, and resulting cfu counts did not meet the acceptance criteria set by cardioquip procedures. The device went through an internal water pathway replacement and was tested again. Cfu counts received were within the acceptance criteria set by cardioquip procedures. The device was inspected and is fully functional.